Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close. It was not reported how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 06/03/2009. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. The returned instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.